Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath serial# unknown: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported from a company representative (rep). It was reported that a "re-do" surgery was performed and it was found that the catheter was kinked and corrected. The patient was now doing good.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0228435213 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 2026-01-24, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that nothing was explanted, but the catheter kink was corrected. The issue had since resolved. The pump was not explanted. The device was no working properly and the patient was doing good. The initial reason for the "re-do" surgery was to check the status of the spinal catheter. The catheter serial/lot number and facility information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving lioresal (baclofen) with concentration 500 mcg/ml at an unknown dose rate via an implantable pump. It was reported that the drug delivery was not happening properly. The physician had tried everything, even scans, and everything was perfectly placed. However, the patient was not responding as they responded during the trial. The physician suspected a mechanical failure of the pump and wanted a redo surgery to check what the issue could be. There were no known factors that may have led or contributed to the issue. It was further noted that every step was followed as per the norms and there was no external factor involved. Troubleshooting had been performed and programming setting s were tried. The pump was refilled again as well but no results were shown. The issue was not resolved as of (B)(6) 2024. Surgical intervention was not yet performed but planned. The patient was without injury regarding their status as of (B)(6) 2024. The patient's age and weight at the time of the event was unknown or would not be made available.